Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complaint of high results. Customer called concerned their meter is registering high results because on (B)(6) 2015 at around 4:00pm he checked his sugar and the result was 472mg/dl before dinner the customer feels the result should have been around 110-155mg/dl. Customer stated they feel drunk like they took to much insulin but refused to seek medical attention because of financial situation. Expected results:110-155mg/dl fasting: yes. Strip expiration date:11/17/2017. Strip open date:(B)(6) 2015. Strip storage:yes, stored correctly. Customer does not keep track of their blood sugar in a log book and was having difficulties accessing their meters memory and did not wish to set the phone down. As a result, memory results were not available. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels drunk, he states he may have administered too much insulin. The customer states he does not require medical attention. Customer's expected blood results are 110-155mg/dl fasting. Verified the strips expire 11/17/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer had difficulty accessing the results from the meter memory.